Manufacturer narrative:
(B)(4). Empty the analysis results of the found that it was received empty and locked out; therefore no functional testing could be performed to evaluate the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an inguinal hernia procedure, it is alleged that the clip applier misfired the first clip. When the applier was placed on a small epigastric vessel it appeared not fired and then the jaws got stuck on the vessel when the applier was taken away. The clip applier was used again a few times in the case where the clips were formed but the jaws were sticking after clips fired. This device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.